Event description:
It was reported while unloading a patient from the ambulance the safety bail of the stretcher did not engage with the hook and the stretcher lowered to the bumper. No injuries were reported as a result. It was reported the cargo net on the back of the stretcher was found to have been ripped and caused the obstruction between the safety bail and hook.

Manufacturer narrative:
A visual and functional evaluation was conducted on the subject stretcher by an authorized field technician at the customer's location. It was observed a screw had backed out of the safety bail assembly and was repaired. Cause of the incident is attributed to the ripped cargo net interferring with the engagement of the safety bail and hook during the unloading process.

Event description:
It was reported while unloading a patient from the ambulance the safety bail of the stretcher did not engage with the hook and the stretcher lowered to the bumper. No injuries were reported as a result. It was reported the cargo net on the back of the stretcher was found to have been ripped and caused the obstruction between the safety bail and hook.